Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The problem was isolated to a loose video connector.

Event description:
Olympus received a report that the device produced an image that was distorted and red. The problem, as reported to olympus, was found during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a loose video connector due to wear of the video connector lock associated with repeated long term use.